Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As healthcare professional reported that during creation of flap, one patient flap was good and the second was thin flap and observed a bubble in the middle in the unknown eye during refractive surgery. Procedure was completed, reporter couldn't tell you which is the right eye cone, and which is left.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. The device was successfully verified prior and after the day of event. During a service visit opened for the reported event the local field service engineer investigated logfiles and checked the cutting depth of the system. The device was behaving as expected. No parts were replaced. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. There is a deviation between planned and performed energy detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - product met specifications". The manufacturer internal reference number is: (B)(4).